Event description:
Related manufacturer report number: 2017865-2022-38703. It was reported that the implantable cardioverter defibrillator was explanted and the right ventricular lead was capped on (B)(6) 2022. Further information was requested, but not yet received.